Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken 3cg stylet was confirmed. The product returned for evaluation was a detached tip of 3cg stylet which measured 1.43¿ in length. The sample segment contained three total kink joints (outside the break site). The core wire within the tubing contained kinks consistent with wire bends greater than 110°. Microscopic examination of the sample showed that the fractured wire end was both hooked and contained a tapered end, consistent with both kinking and tensile failure. The fracture edge of the polyimide tubing contained evidence of elongation associated with tensile force and was slightly bent. The core wire, epoxy tip length, and wall thickness of the tubing were all measured to be within specification.

Event description:
It was reported that during insertion the tip of the 3cg stylet broke and migrated into the patient. More information has been requested. Additional information stated, "according to inserter, placement was rather uneventful except for function of 3cg. Sherlock capability worked and showed catheter advancing into the svc. Inserter only saw a short flash of the intravascular ECG reading on the monitor and then there wasn¿t a signal/reading. PICC was left in place and chest x-ray was ordered for tip confirmation. PICC tip was verified in the svc. When chest x-ray was taken, a 3.8cm thin linear metallic object was seen that had the appearance of a tip of a guidewire. Additional x-ray imaging was completed and vascular interventional radiology successfully retrieved the wire from the patient. "

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recu0467 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion the tip of the 3cg stylet broke and migrated into the patient. More information has been requested. Additional information stated, "according to inserter, placement was rather uneventful except for function of 3cg. Sherlock capability worked and showed catheter advancing into the svc. Inserter only saw a short flash of the intravascular ECG reading on the monitor and then there wasn¿t a signal/reading. PICC was left in place and chest x-ray was ordered for tip confirmation. PICC tip was verified in the svc. When chest x-ray was taken, a 3.8cm thin linear metallic object was seen that had the appearance of a tip of a guidewire. Additional x-ray imaging was completed and vascular interventional radiology successfully retrieved the wire from the patient."